Manufacturer narrative:
Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During setup, white powder which came from the outer package was found on the inner package when opening the outer package. No delay in surgery or adverse consequence to a patient was reported.

Manufacturer narrative:
Upon completion of the investigation it was noted that the review of the returned device, powder was not found either in the outer package or on the inner package. However; the inner plastic bag did have some etching on the outside of it (no loose particulate was found). The origin of the etching on the inner bag could not be identified; therefore, the exact root cause could not be determined. One potential root cause could be the bag had a defect on it from the bag supplier prior to the packaging process at the tubing set vendor, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.